Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the history log files no abnormalities could be detected. During the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the technician seal on the lower housing were available and undamaged. The device was in a clean state and no visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. A syringe which was inserted in the device could be recognized by the pump and it was possible to select the syringe in the menu. Further a long term test was performed. During the long term test no malfunction or errors could be detected. For an inside investigation the device was disassembled. No damages or soiling could be detected. The complaint could be not confirmed. The device works according the specification. No malfunction of the display could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "underinfusion." Customer information: "pump said syringe empty when it wasn't, when checked although it was 'infusing'. The syringe hadn't moved all day so no drugs had gone into the patient."